Manufacturer narrative:
Philips service planned the replacement of the tube (order (B)(4)) and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that tube failure was detected on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.